Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Lumax 740 vr-t dx promri: upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for about 109 months and 47 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the rv, ra and partially in the ff channel, leading to multiple charging, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the rv, ra and partially in the ff channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Linox smart promri s dx 65/15: upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed 12 cm distal to the is-1 connector pin and 48 cm proximal to the the lead tip that the insulation was found abraded through. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found damaged due to wear in the distal end region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing. Further analysis showed a deformed rv shock coil, most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead and the ICD were explanted due to oversensing leading to inappropriate vf detection approx. 110 months after the implantation. No inappropriate shocks were delivered.